Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient and his caregiver could get 8 coupling bars, but the device wasn't taking a charge. It was unknown what led to the issue. The caregiver had been doing all the charging since the device was implanted without issue. The rep was able to get 8 coupling bars and the rep sat with the patient for 30 minutes and the device did not charge. The caregiver mentioned trying to charge the night prior to the report as well. The caregiver said the issue had been happening intermittently for some time, and it has been consistent for approximately a week. The hcp was going to replace the battery with a newer model. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep will request for return when the patient's surgery is scheduled. The surgery currently has not been scheduled. No further information was reported.